Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented for normal follow up due to being lost to follow up for more than a year. The patient has not been seen in clinic for more than a year. It was reported that elective replacement indicator (eri) had been declared fifteen months ago and today the monitoring voltage (mv) is 2.60 and the charge time (CT) is 18.2 seconds. A boston scientific technical services consultant recommended device replacement. The device was explanted and replaced without further incident. No adverse patient effects were reported.